Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, one of the eyes from the surgeon side console (ssc) had no vision. The or staff power cycled the system with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 119 on the ssc. The or staff verified left and right image on the vision side cart (vsc) monitor. Tse helped the customer power cycle the circuit breaker on the ssc and power cycle the system with no success. The or staff completed the procedure with a training ssc to resolve the reported issue. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter (nurse) and confirmed that the procedure was completed robotically using a training surgeon side console (ssc) with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the high resolution stereo viewer (hrsv) monitor but the reported issue remained. Fse replaced the personality module surgeon console (pmsc) board on the surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported complaint on the hrsv monitor and the pmsc board. Fa installed monitor into printed circuit assembly (pca) xi system and power on with white color. The monitor was tested with pmsc. The units were installed into the test system and launched in normal mode. The units displayed no video on the left side due to a failed surgeon console leaf #1 (scl1) board. Scl2 digital video interface (dvi) port was also noted to be worn out from usage. Scl1 and scl2 boards will be replaced. A review of the site's complaint history does not reveal additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 119 - low current on the high resolution stereo viewer of the surgeon side console (sn: (B)(4)). No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional failure analysis on the personality module surgeon console (pmsc) board was conducted. The unit failed the final test. The dvi led on video input leaf 1 (vil1) was flashing. Vil slot 1 will be replaced to fix this issue. The root cause remains a component failure.

Event description:
Refer to h10/h11 for follow-up information.